Manufacturer narrative:
This one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #2937457-2014-01203, 2937457-2014-01204, 1225714-2014-05114, 1225714-2014-05115, 1225714-2014-05116 and 1225714-2014-05117.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2010 and a cardiovascular event in (B)(6) 2011 after the use of the product.